Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using an uphold vaginal support system, when the nurse opened the sterile package, a hair was noticed inside with the device. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using an uphold vaginal support system, when the nurse opened the sterile package, a hair was noticed inside with the device. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned, unsealed device packaging revealed that there were two hairs taped to the inner label. It is unknown whether the hairs were in the package before it was opened.